Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the guidewire breached the insulation of the left ventricular lead body. The lead was then removed and replaced during the same procedure. The patient was in stable condition throughout.